Event description:
Additional information received. Rep reported cause of lead fractured was not determined. The patient will undergo another operation to remove/ and replace the fractured lead. The issue has not been resolved. It will be resolved at the time of the replacement operation.

Manufacturer narrative:
Continuation of d10: product ID 3708120 serial# (B)(6) implanted: (B)(6)2011 explanted: product type extension product ID 3708120 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: product type extension product ID 39286-65 lot# serial# (B)(6) implanted: (B)(6) 2011 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3708120, serial/lot #: (B)(4), ubd: 18-jul-2015, UDI#: (B)(4); product ID: 3708120, serial/lot #: (B)(4), ubd: 15-jul-2015, UDI#: (B)(4); product ID: 39286-65, serial/lot #: (B)(4), ubd: 30-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that going¿into the procedure today, pt had open circuits involving electrodes #3 and 5.¿intraop doing replacement of ins to intellis. Intra-op they were having difficulty putting existing extensions into head blocker of intellis ins. They were able to get into 8-15 bore with some difficulty in but couldn't get into 0-7 bore. They hadtried different angles and wiping down components but this didn't resolve. They then took out 2, new 37081 extensions to daisy chain with existing 37081's. The new extensions went into header block of intellis much easier. Caller made comment about older 37081 extensions seeming like they had a larger diameter then new 37081s. They tested connectivity and were getting all x's on 0-7. 8-15 looks good for imped. When conducting full imped, all contacts on 0 thru 7 showing >40k. All imped testing done with ins (not wens). They then cut down to original lead-extension connection and connected old lead to new 37081 extension. In doing so, they noticed that the 0-7 leg of lead was fractured. Per caller, they will be returning lead to mdt for analysis. Pt was using both side of paddle for stim.